Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the indication of the procedure? What tissue was the stratafix spiral suture used on? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Was any deficiency noted of the stratafix spiral barbs before or during the procedure? Can you explain what is meant by ¿barbs would not hold on the tissue¿? What is the deficiency of the stratafix spiral suture? How was the stratafix spiral being placed in the tissue? What is the surgeon opinion as to relationship of the stratafix spiral suture and the patient bleeding? What other methods of hemostasis were used during the procedure? Was the stratafix spiral suture removed during the procedure? Do you have the status of suture for evaluation? What are the patient demographic info: age, gender, weight, bmi at the time of index procedure? What is the patient medical/ surgical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a partial nephrectomy procedure on an unknown date and barbed suture was used. The surgeon was attempting to control bleeding on the kidney with the barbed suture but the barbs would not hold on the tissue that he was suturing. The surgeon was unable to achieve hemostasis quickly enough which lead to having to remove the entire kidney instead of part of it. It was unknown if any additional suture of the same type was opened or which product was used to complete the procedure. Additional information has been requested.